Event description:
It was reported in (B)(6) 2012 that a critical alarm due to zero ml reservoir volume reached was heard and confirmed by telemetry. The reporter stated that the health care provider (hcp) was no longer refilling the pump. The patient was taking oral morphine but was experiencing pain that the oral morphine "would not cover". It was reported one month later that drug was still in the pump and the pump contained fentanyl. It was reported four months later that 8 hcp's had refused to see the patient but confirmed that 'bhi was still refilling his pump'. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information was received. It was reported that the patient was experiencing worsening spasticity, difficulty walking, falls due to his legs giving out, and the inability to get up stairs. These episodes began about 11 years prior to report. The reporter thought that the patient's cerebral palsy was worsening, as his response time and coordination was too slow to drive a car anymore. However, the patient was told by the primary-care physician that this wasn't possible as his cerebral palsy did not worsen with age. It was also noted that the disease was not worsening with stress as the cerebral palsy was 'mild.' In the past, the patient has used baclofen in the pump, but it didn't work on his neuropathy and pain. Additionally, the patient was dissatisfied with his healthcare provider service. Since his previous physician retired, he has had difficulty finding a managing physician due to his complex medical issues. The patient was also experiencing depression and did not want to wake up, so he was sleeping all of the time. At the time of report, the patient was on anti-depressants to address the depression.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2005-(B)(6), product type catheter product ID 85 90-1, lot# n179297, implanted: 2009-(B)(6), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported by the patient that 'another hospital had thrown him out'. The patient had fentanyl patches. The patient stated that the pain in his feet was so bad that he threw a pitcher of '360 degree' water on his feet to stop the pain. The patient stated he 'cannot take the pain anymore'. The managing physician refused to give the patient oral medication. The patient reported that he intended on committing suicide and inquired as to what would happen if he put 10 fentanyl patches on. The patient continued having difficulty finding a hcp to refill his pump.

Manufacturer narrative:
(B)(4).